Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/pt contacted lifescan alleging that her one touch ultra meter was reverting to the setup mode when inserting a test strip into the meter. The pt claimed that there has been no trauma to the meter. Per the owner's manual, the meter may revert to the setup mode when the battery has been replaced; however, the pt claimed that the alleged issue did not occur after replacing the meter's battery. The customer care advocate (cca) walked the pt through troubleshooting the issue and noted that the issue was resolved. It is unk how long the pt had been experiencing the alleged power issue, how often she tests her blood glucose, and when she last attempted to use the meter. On the same day between 4:30-4:45 pm, the pt reportedly guessed that her blood glucose levels were "rapidly dropping" while having symptoms of feeling weak, sick, fainting, and had a pounding heartbeat. She administered self-treatment with oral glucose. It is unk if her symptoms were relieved by taking the oral glucose. She denied testing her blood glucose levels before, during, and after experiencing the symptoms. She also did not report any add'l medical attention. It would be helpful to know how often the pt tests her blood glucose, the duration of the alleged power issue, and when her last attempted test on her meter. It would also be helpful to know what events led to the reported symptoms, such as her activity levels, medications, meals, and previous meter readings. Based on the provided info, this complaint is being reported because the pt alleged having symptoms, suggestive of hypoglycemia, while having an issue where her meter was reverting to the setup mode. The meter, test strips, and control solution were replaced.